Event description:
It was reported that during a da vinci-assisted sadi-s surgical procedure, the vessel sealer extend instrument was sticky and crusty from the sleeve. Intra-operative cleaning did not help either. The patient and procedure outcome are unknown.

Manufacturer narrative:
The reported event was addressed with phone support. The customer used another instrument to continue with the case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.